Event description:
Pt underwent posterolateral fusion procedure on 3/26/91. During surgery a dural tear occurred. On 4/7/91 the pt returned to surgery for repair of the dural tear. On 1/15/93 pt underwent another surgery to remove hardware. Hardware was replaced with pt's own bone and bank bone graft.